Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius technical support the liberty select cycler alarmed with the m31 air detected in cassette warning occurred prior the fluid leak in drain 5 of 5. A fluid leak was subsequently discovered. Fluid was discovered in the pump module area and on the external of the cassette. Fluid was discovered during tx complete - step 9. It is unknown at what point in treatment the leak began. The cause of the leak is unknown. Upon followup the patient contact confirmed the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. No defect or damage to the cycler set cassette was noted upon removing it from the cycler. The patient contact stated the patient did not complete treatment on the day of the reported event but continued treatment on the cycler the following day.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius technical support the liberty select cycler alarmed with the m31 air detected in cassette warning occurred prior the fluid leak in drain 5 of 5. A fluid leak was subsequently discovered. Fluid was discovered in the pump module area and on the external of the cassette. Fluid was discovered during tx complete - step 9. It is unknown at what point in treatment the leak began. The cause of the leak is unknown. Upon followup the patient contact confirmed the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. No defect or damage to the cycler set cassette was noted upon removing it from the cycler. The patient contact stated the patient did not complete treatment on the day of the reported event but continued treatment on the cycler the following day.